Manufacturer narrative:
The RMA was authorized but not received so no further confirmation or investigation of the complaint is possible. D8 was this device serviced by a third party? No. H3. Device evaluated by manufacturer? No,not returned to the manufacturer. H6. Health effect - clinical code updated to 4582. H6. Health effect -impact code updated to 2199. H6. Medical device problem code updated to 1559. H6. Component code updated to 510. H6. Type of investigation updated to 4114 and 4111. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020,senseonics was made aware of an incident where user received an early sensor replacement alert.